Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of the transfer set could not connect to the titanium adapter during use. The product was used for one (1) day after the hospital connected the product to the patient for periodic replacement. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.